Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 3.2 failed, which located on br l1 ed1. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the drawer had failed multiple times. The field service engineer fse identified that drawer 3.2 was failing intermittently. The fse was unable to recreate the issue in real time. The fse reseated the cables and replaced the drawer controller board. Additionally the fse disabled the universal serial bus usb sleep settings and the internal firewall. After these actions the device functioned properly both in diagnostics and in the medstation application. The drawer was tested in diagnostics and the customer successfully completed an inventory in the medstation application. The system functioned after the field service engineer repaired the device.